Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular lead exhibited a pace impedance measurement of greater than 2,000 ohms. It was noted this was a gradual rise in impedance. There was no noise observed and thresholds were noted to be stable. Technical services discussed options with the health care professional. The lead remains in service. No adverse patient effects were reported.